Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It is reported that the foreign substance will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a f/u report will be filed. (B)(4).

Event description:
It was reported that the surgeon implanted a znn cm asia short 13mmx180mm 130l nail on (B)(6) 2014. Which side it was implanted on is unknown. A foreign substance was found in the sterile package of the nail.